Event description:
It was reported by the patient that when the remote monitor was connected into the phone lines, the home phones were disabled. When the monitor was disconnected the phones worked. The monitor was replaced. No patient complications have been reported as a result of this event. The device was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that when the monitor was connected into the power supply returned with it that there was a flashing power light-emitting-diode (led) but that when the monitor was connected into a known good power supply it powered up normally, however it would not begin an interrogation. The monitor also failed the vendor's analysis modem test due to defective components at the capacitor and the transistor.